Event description:
It was reported that the insulin pump did not detect the missing insulin reservoir and continued operating without giving a warning signal. There was no adverse impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event.